Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found no indication of conductor fractures. Electrical testing did not find indication of conductor discontinuities. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.